Event description:
Reportedly, the message ¿operating system not found¿ is displayed when the subject programmer is powered on. The programmer does not boot and is not usable.

Event description:
Reportedly, the message ¿operating system not found¿ is displayed when the subject programmer is powered on. The programmer does not boot and is not usable.

Manufacturer narrative:
(B)(4).